Event description:
Had lasik eye surgery in 2008, developed a severe eye infection in the left eye by six days later. I was told by dr that there was a foreign object. He described the object as a piece of wood or something. The only problem was that I did not go out of the house the entire weekend. I did not see what was taken out, I felt that if it was something that it would have been sent with me for an actual sample to present to the hospital for culture samples. Lasik with no followup appoints to check the eyes, two days after the original date, notified dr at 8:00 that morning, and by 11:00 I had to go home. My left eye was hurting and watering excessively. He said that he would come in and look at the eye that day. I told him that I would meet him at his office the next day at 9:30. Treated by lasik surgeon - laser center, with strongest antibiotics to treat infection. On three days later, returned to dr selkin for additional treatment. I was advised to go to a facility to have tissue samples to identify the cause of the infection. Loss of vision due to infection for several weeks. Only able to see shadow images. Extreme pain due to infection. Both eyes were corrected with lasik. The right eye for close vision, the left for distance. I have no depth perception or focus on objects 2ft away without the use of glasses in the right eye. The glasses I have to wear are so that I don't have the double vision in the right eye. I am unable to drive at night, the starburst effect is too intense to focus in the left eye. I have to close the eye to see. Without the glasses which is only for the right, the left lens is clear with no corrective magnification I experience a circle around an illuminated surface light, etc. Because of the infection my iris is fixed and will not dilate. Which increases the light in my left eye and causes painful eye and headaches in the left eye.